Event description:
Cell from patient stating that she has a newly mixed cassette that is leaking. She cannot tell where the leak is from. She states that she has returned two cassettes this summer, but never had any follow up. Advised to mix a new cassette and save cassette for retrieval. Advised to call if she has more leaking cassettes, so we can send new one. She verbalized understanding.